Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the device not being reprocessed properly prior to being sent to olympus. As a result, foreign material was left in the auxiliary water channel and air/water (a/w) channel. The preventive measures are included in operation manual: 5.4 returning the endoscope for repair. It is suggested that the user facility review the method of handling for the device according to the instructions for use (IFU). Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus medical that the evis exera iii colonovideoscope's insertion section adhesive was chipped and the distal end had reduced angulation. The device was returned to olympus medical for evaluation. During examination, foreign material was identified at the auxiliary channel and air/water channel. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. No adverse effects to patient reported.

Manufacturer narrative:
During device examination, the following issues were noted: the switch box was dented; the air/water cylinder was discolored; the scope cylinder was missing its color indicator; the flexibility adjustment ring was damaged; the connector cover was cracked; the light guide lens was cracked; the connecting tube was scratched; and the universal cord was wrinkled. Functional testing showed the device's up/down directional knob had excess play due to a worn angle wire. In addition, the distal end insulation and connector cover insulation resistance values did not meet specifications. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.